Event description:
Pt was revised to address loosening of the glenoid component. It was noted that the anchor peg had snapped off, but it is unk whether this occurred in vivo, or during extraction.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Provided information states it was noted, the anchor peg had snapped off but is unk whether it occurred in vivo or during extraction. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.